Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue and an audio (quiet sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: a review of the black box indicated one reboot event associated with a battery replacement on (B)(6) 2014. The threads on the returned battery cap were stripped and the battery compartment was cracked. The returned battery cap was unable to fit to the pump, resulting in rebooting. A test battery cap was used to complete testing and was able to secure to the pump. The pump successfully performed a rewind, load, and prime sequence and a 24 hour duration test with no reboots occurring. The pump¿s cover was removed and there was no evidence of any defects to the power circuit. The complaint of quiet sounds could not be confirmed or duplicated on investigation; the pump powered on with functional vibratory and auditory features and the audible tones were within specifications. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.